Event description:
The customer reported that erroneous low platelet (plt) results with and without instrument flags were generated on an unicel dxh 800 coulter cellular analysis system for one patient's samples on multiple days. This report represents the erroneous low plt result, without instrument flagging, generated from a unicel dxh 800 coulter cellular analysis system on (B)(6) 2012. The result was compared to a manual slide review which showed plt clumping. The erroneous plt result was not reported from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The same-patient citrate tube's plt result was higher, regarded as correct, and reported from the laboratory. The sample which generated the erroneous result was collected in an ethylenediamine tetra-acetic acid (edta) vacutainer tube, stored at room temperature, and analyzed within two hours from collection. The sample which generated the correct plt result was collected in a citrate tube, which is not a supported tube/anticoagulant for the unicel dxh 800 coulter cellular analysis system. The unicel dxh 800 coulter cellular analysis system was performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Quality controls analyzed on the day of event and the morning following the event recovered within expected ranges.

Manufacturer narrative:
Service was not dispatched to the site for this event. The cause for the discrepant results are unknown. Corrective action investigation is currently underway for this issue. Mdrs associated with this event: 1061932-2012-02198, 1061932-2012-02199.